Event description:
Approx 3 months post implant it was reported by the physician that a hematoma developed after initial access around a femoral vascular access graft, implanted in a loop configuration. The graft fore shortened from the hematoma cavity and bleeding persisted. The graft was revised at which time the physician noted that the outer layer was disrupted. The section in question was removed.